Event description:
The hcp reported that the pump was explanted after 13 months implant duration due to "false alarm eri, then lock out". "Pump showed eri date of 07/2005 at first refill. When interrogated, events log listed rotor stall. Pump appeared to be working normal". Drugs used listed as dilaudid and naropin. No pt symptoms were reported. The pump was replaced with a similar device. A follow-up report will be sent if add'l info becomes available to co.

Event description:
Clonidine was also administered via the pump.